Manufacturer narrative:
The neuron max was kinked approximately 26.0 cm from the hub. The device was ovalized approximately 63.5 ¿ 64.0 cm from the hub and at the distal atraumatic tip. The distal atraumatic tip was fractured approximately 92.5 cm from the hub and was not returned for evaluation. Conclusions: evaluation of the returned neuron max confirmed a fractured distal atraumatic tip. This type of damage typically occurs while retracting the device against resistance. The non-penumbra access sheath and distal fractured segment of the neuron max were not returned for evaluation; therefore, the root cause of the fracture could not be determined. Further evaluation revealed a kink and ovalization. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max with a non-penumbra access sheath through the basilar artery, the physician experienced slight resistance and the tip of the neuron max broke off inside of the patient. Therefore, the physician used a stent retriever to successfully remove the broken tip of the neuron max and decided to end the procedure. There was no report of an adverse effect to the patient.